Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an alarm videoscope 30 degrees, an alarm fog an error message appears before use and before the equipment is inserted into the patient. In addition, the image on the screen was reduced. The issue occurred at a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube (thermistor) was broken and error code 104. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube (thermistor) was broken and therefore error 104 occurs (alarm fog is accompanied by the confirmed failure) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.